Manufacturer narrative:
This report is submitted on 1 september 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device (B)(6) 2020. It is unknown if the patient was re-implanted with a new device during the same surgery.